Event description:
Info received indicates the pump stops working when moved.

Manufacturer narrative:
Investigation found the on/off key was flat and stuck, and sensitive to slight touch. The key was also causing a system timeout when turned on a second or third time. The keypad was over 7 years old and is a wearable item. The keypad was replaced to resolve the issue.